Event description:
During routine testing of the device at the service center, the service technician observed error code "f133" recorded in the memory of the monitor. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Device evaluation in progress, but not yet concluded.